Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon ruptured. The pci treated the 99% stenosed target lesion located in the moderately tortuous unspecified vessel. The physician attempted to advance a 2.0x15mm maverick monorail balloon, but could not cross the lesion. After several attempts to cross the lesion, the physician decided to dilate the proximal portion of the lesion as far as the maverick balloon could be advanced, however the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was listed as good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).